Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. No general reagent issue is evident. Possible root causes are related to pre-analytic sample handling or bubbles/foam on the reagent surface. From the provided control data, a slight imprecision could be seen. Performance testing of the analyzer was within specifications.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable high results for a total of 3 patient samples tested for the elecsys vitamin d assay (vitd) on a cobas 6000 e 601 module (e601). The customer provided data for a total of two patient samples. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The first sample initially resulted as 175.0 nmol/l accompanied by a data flag. The sample was repeated on a different e601 analyzer, resulting as 17.87 nmol/l. The second sample initially resulted as 175.0 nmol/l accompanied by a data flag on (B)(6) 2017. The sample was repeated on a different e601 analyzer, resulting as 33.74 nmol/l. The patients were not adversely affected. The vitd reagent lot number was 174005. The reagent expiration date was asked for, but not provided. It was mentioned that the issue was a re-occurring issue for this customer. It was stated that the customer had major issues around the same time last year and at that time, the measuring cells of the analyzer were replaced. The customer claims that the same situation is now occurring again and is requesting a measuring cell replacement. No further details were provided regarding previous events. Quality control recovery was within the customer's ranges. The field service engineer ran performance testing. The laboratory temperature and humidity were checked.